Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty procedures and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2006 and the right hip arthroplasty procedure occured on (B)(6) 2010. A subsequent left hip revision procedure was performed (B)(6) 2012 due allegedly to infection. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2012-01926-1, 01926, 2408 / 2411).